Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, self-test, off no power test, unexpected restart error test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The bolus wizard functioned properly per bolus wizard. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was unable to bolus using the bolus wizard. The patient's blood glucose at the time of incident was 240 mg/dl. Troubleshooting verified that the customer was able to bolus normally and that the bolus wizard did not appear to be functioning. The customer later had issues with the keypad. Only the act button would work; the other buttons were unresponsive. The customer did not recall any significant events leading to the keypad issues. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.